Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 23 mg/dl. Reportedly, the low bg occurred due to user error as the customer overrode the recommended bolus amount and over-delivered insulin. The contact and paramedics assisted the customer by providing 50% dextrose. Recommendation was made to consult with healthcare provider regarding diabetes management.